Event description:
A cracked and shattered touchscreen on a pump was reported, rendering the touchscreen unresponsive and illegible. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a pump replacement while confirming the pump's warranty status and shipping details. The customer agreed to continue using the current pump as a backup and received instructions to put the pump into storage mode before returning it. The customer was instructed to return the defective pump within ten days using a pre-paid label, which they understood and acknowledged.